Event description:
As reported, in 2008, this pt underwent endovascular repair using a gore tag thoracic endoprosthesis. A reintervention was performed at approx three months later, to repair an unspecified endoleak. An additional device was implanted and the endoleak resolved.

Manufacturer narrative:
Method- a review of the manufacturing paperwork has been conducted. Results- the review of the manufacturing paperwork verified that this lot met all pre-release specifications.